Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal), amikacin injection (100mg, start dose, intraperitoneal followed by 50mg, one bag per day) and meropenem injection (500mg, one bag per day) for peritonitis. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.